Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "rupture on left side." The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non allergan device.

Event description:
Explanting physician reported "rupture on left side." The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 6-jul-2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.